Event description:
It was reported that during a gastric bypass procedure, the endocutter works well the first two shots. The third shot during activation the surgeon reported difficulty in opening the jaws of the device but does not staple the stomach; cut open without leaving suture line. Takes a fourth shot and again the same thing happens staples are deployed suture line while but blade pitch is normal again the fabric is open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? In the fundus stomach on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3th and 4th fire. During which stroke did the event occur? 3th and 4th fire. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? Not understand the question. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? During the fire, but noting ware. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Si. Was there any difficulty removing the device from the tissue? No is there any other additional information you would like to share about this device or procedure? During the activation the grapes was displayed normally but when the open the jaws, we can see the grapes not formally correctly, the blade cut well. The analysis found that one ec60a device was returned in good visual condition and with two cartridges present. The cartridges reloads were received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?